Event description:
Per the physician, the patient was explanted due to a recurrent schwannomas.the patient was explanted in 2009. Information on reimplantation was not provided at the time this report was filed.